Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was low. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the pump was showing a sensor reading of 80-100 mg/dl, and when they tried to calibrate their blood glucose was 205-210 mg/sl. The customer reported stated that when they tried to calibrate the first two times, it was not accepted. The customer reported stated that the third calibration was accepted and the sensor is currently showing 223 mg/dl with 1 down arrow. The customer stated that yesterday that they went for a run and their bg was 170-180 mg/dl. The customer stated that the pump was showing that their sg was 85-95 mg/dl. The customer stated that they checked their bg and it was 32-35 mg/dl. The customer stated that they treated with juice and when they checked their blood glucose again it was 81 mg/dl. The customer stated that the pump was showing a sensor reading of 80-100 mg/dl, and when they tried to calibrate their blood glucose was 205-210 mg/dl. The customer stated that the third calibration was accepted and the sensor is currently showing 223 mg/dl with 1 down arrow. The customer declined troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.